Event description:
Provider called to report gastric tube not accommodating the extension. Patient came to gastroenterologist for assessment. Tube was changed as the outer disk that enables the tube to lock to the extension was missing.